Event description:
Caller reports his wife received portable oxygen tanks from (B)(6) on (B)(6) 2015. After using the pump for a day his wife complained the device emits an odor. She fell ill and was sent to the e. R. Where she ws diagnosed with inflamed lungs. Her blood pressure dropped and so did her oxygen saturation. She received antibiotics and had a CT scan which showed no sign of pneumonia. She was discharged to a rehab facility after 5 days in the hospital. The physical condition of the tank is very worn; the label has peeled off with glue residue on the tank. The lot number is unreadable and the pump "looks like it has gone through world war iii. Caller wants this tank investigated as he believes made his wife sick.